Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was the lead was replaced in 2014 because it was "malfunctioning." The patient was suffering from insomnia and anxiety, so the device was turned off. As a result of turning off the device, nocturia worsened so the device was turned back on and it was determined the lead was malfunctioning. There were persistent urinary symptoms with multiple programming sessions. It was noted anxiety and hematuria also occurred. Outcome remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.